Manufacturer narrative:
(B)(4).

Event description:
New information noted that on (B)(6) 2016, a pocket revision was performed. Upon opening the pocket the leads and lead connection were inspected, no anomalies were noted. Fluoroscopy was normal. No noise could be reproduced with arm movements. After removing the leads from the generator, it was noted that the setscrew seemed cross-threaded. The setscrew was re-seated and could be loosened. The lead was tested with the pacemaker system analyzer and no anomalies were noted. The pulse generator was explanted and replaced. The patient's condition was stable during and post procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient had a history of noise on both the atrial and ventricular channels of the pulse generator since implant. Patient presented remotely via merlin.net. Review of the transmission revealed noise on both the channels. Capture and impedance were stable and in range. The patient paces predominantly in the atrium; lead noise resulted in pacing inhibition and the patient started to experience presyncopal symptoms. The patient was brought back to the clinic for further evaluation. The noise could be reproduced in clinic with arm movements. The physician elected to program the device and would continue to monitor the patient remotely via merlin.net.